Event description:
It was reported that the 9600 system shut down when the interconnect cable was bumped during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.